Event description:
Boston scientific received information that this programmer (prm) got an error code which was not captured. The prm screen froze after reboot was made. Boston scientific technical services (ts) suggested to wait until the programmer warms up or to send the prm back for replacement if the problem continues. In addition, the prm generated a black screen for multiple reboots and no recent software updates noted. The prm was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer passed boot up and the error codes were not reproduced through testing. It was suspected that the unit was dropped as some of the parts were broken, and subsequently replaced upon analysis. Contaminant residue was also noted which was not cleaned sufficiently. The display and the touch screen was functional throughout testing. The inverter was functional but was found to be melted and overheated, which was replaced accordingly. After repair, the unit booted successfully. The unit did not meet specifications.